Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 450 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they had irritation. The set is located in the lower abdomen area. The set is inserted properly, but the customer was on medication which cold cause the site to bleed a little. The customer state that the site shows signs of infection. The site is not actively bleeding. The customer's insulin pump works as designed but was advised to change the set and monitor the issues for any future issues. No further information was provided.